Event description:
It was reported that during an ipg replacement (reference MFR. Report#: 1627487-2019-04746), the physician was unable to insert the leads into the new ipg header. As a result, the ipg was explanted and replaced.